Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer indicated that manual injections were available as alternate insulin therapy.